Event description:
Per the clinic, the patient underwent surgery on (B)(6), 2012, to excise infected issue around the implant site. It was reported that, during the surgery, the ball electrode was severed. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Correction: the correct model is ci24m; not ci512 as previously reported. This report is filed (B)(4) 2012. Implanted device remains.